Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle used to access vein when placing a central line had a crack in the plastic hub. When pulling back on the needle to asipirate blood to check placement, only air returned. This is a sign that the needle is in the lung instead of the vein, potentially causing a pnuemo and requiring an urgent chest tube placement. Luckily the arnp working with the provider had the same thing happen to him earlier and advised changing the needle. The problem was the plastic hub of the needle, not the placement." The user changed to a new needle to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00104.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was able to be confirmed by the photo. The photo shows a needle with a vertical crack in the hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the needle used to access vein when placing a central line had a crack in the plastic hub. When pulling back on the needle to asipirate blood to check placement, only air returned. This is a sign that the needle is in the lung instead of the vein, potentially causing a pnuemo and requiring an urgent chest tube placement. Luckily the arnp working with the provider had the same thing happen to him earlier and advised changing the needle. The problem was the plastic hub of the needle, not the placement." The user changed to a new needle to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00099 and 9680794-2026-00104.